Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) reading was ¿high¿; however, a specific value was not provided. The customer delivered a bolus via the pump to address bg level. The customer continued to use the pump for insulin therapy and had manual injections as alternate insulin therapy.